Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading ranged between 365-562 mg/dl. We were unable to troubleshoot for the no delivery alarm since it was a past event and the customer changed the set along with the pump. Nothing further reported.